Event description:
The instrument would not lock onto the acetabular implant causing a 20 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.